Event description:
The patient experienced weakness, fatigue, and slurred speech. The patient was admitted to the hospital. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).